Manufacturer narrative:
Exact date unknown, event occurred three months prior to the revision.

Event description:
It was reported that the patient was having pain at battery site pocket. The patient underwent a revision procedure wherein the ipg was repositioned and relocated. The patient was pleased with programming.